Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and the positioning was assessed. While assessing the positioning the physician attempted to aspirate but felt resistance. The hemostatic valve of the wds was opened, but there was no back bleed of blood. The physician fully recaptured the closure device and removed the wds from the patient. The wds was flushed, and a thrombus was noted. No thrombus was seen in the patient, and it was only believed to be present in the wds. The was was aspirated and flushed with no thrombus noted. A new 27mm wds was then used to complete the procedure. The closure device was successfully implanted in the laa of the patient. There were no complications or consequences that the patient experienced as a result of this event.